Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux experienced difficult operation. The following information was provided by the initial reporter: lot number 8352791 / 2023-12. Customer reported that the needles, which she had received recently, was dull. She had to press harder to push the needle in. Lot number 8338568 customer is not able to use bd microfine 4 mm pen needles. They are differing. Lot number 181263-03 customer reported that some of the pen needles are clogged. Customer also indicates that the underside of the pen needles are static.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be performed and root cause is undetermined.

Manufacturer narrative:
Investigation: one hundred and seventy eight sealed 32g x 4mm pen needle samples were returned from lot. No. 8352791, cat. No. 320141. Magnified examination and a functionality test was carried out on all one hundred and seventy eight samples and no issues were observed. A clog testing was also carried out on all one hundred and seventy eight samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux experienced difficult operation. The following information was provided by the initial reporter: lot number 8352791 / 2023-12. Customer reported that the needles, which she had received recently, was dull. She had to press harder to push the needle in. Lot number 8338568 customer is not able to use bd microfine 4 mm pen needles. They are differing. Lot number 181263-03 customer reported that some of the pen needles are clogged. Customer also indicates that the underside of the pen needles are static.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8352791, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-18. Medical device lot #: 8338568, medical device expiration date: 2023-11-30, . Device manufacture date: 2018-12-04.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux experienced difficult operation. The following information was provided by the initial reporter: lot number 8352791 / 2023-12. Customer reported that the needles, which she had received recently, was dull. She had to press harder to push the needle in. Lot number 8338568. Customer is not able to use bd microfine 4 mm pen needles. They are differing. Lot number 181263-03. Customer reported that some of the pen needles are clogged. Customer also indicates that the underside of the pen needles are static.